Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was implanted and noted with high threshold that remained stable. The leadless ipg remained in use, and physician decided to monitor the patient. Approximately, five days after leadless ipg implant, pacing failure was detected by the electrocardiogram monitor, and the threshold was higher than the measurement taken immediately after the device implant. Due to this, the setting was reprogrammed to ensure safety. The patient was monitored, and intermittent pacing failure continued. It was also reported that when the threshold was checked after re-programming, the reading remained stable and never reached the programmed output. The physician decided to implant a transvenous implantable pulse generator. The leadless ipg was programmed off and remains implanted in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.